Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with syncope/near syncope. A remote transmission showed far field r wave oversensing in atrial lead channel likely due to biventricular pacing, intermittently recorded as atrial arrhythmia or supraventricular tachycardia episodes. The atrial lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
F information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that no patient symptoms were caused by the reported oversensing and no intervention was required.